Event description:
Yesterday, I purchased a pari vios nebulizer via rx because I had an asthma attack and could not breathe well on (B)(6) 2010. This was my first use of this product and I had never used a nebulizer until treated on (B)(6) 2010. I had never had an asthma attack before, but do have previous diagnosis of copd. The way the inhalers and masks are packaged one would assume that the items are sterile and ready for use. I read through the first booklet 8 x 11 size and learned how to put everything together. No where in this booklet is there a warning that the items are not sterile. Not knowing this, I used the device right out of the packaging 1:00 am and again at 5:00 am for symptom relief. I then further read the smaller booklet on how to properly clear the device I had just used. This info which then refers to the very end of the booklet. This is where you first discover "you must regularly disinfect or sterilize the nebulizer between treatments. Failure to do so could lead to serious or fatal illness." The only place you're ever told that you need to clean this before first use. By the time you get to this info, the damage is done. It is not readily apparent that the items are not sterile and the plastic bags in which the items are separated should have this warning in red for first time users. The booklets should also have this warning prominently displayed. Two of the masks are for children to use. When I called pari this morning to complain about this, (B)(4) who took my info told me she would give it to quality control. She also tried to argue with me about reading all of the info. Dose or amount: 1 vial. Frequency: 4 hours. Route: nebulizer. Dates of use: (B)(6) 2010. Diagnosis or reason for use: copd, asthma.